Event description:
The ventilator went vent inop while in pt use and alarmed. Customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician reported he was able to duplicate the reported problem. The service tech replaced the sensor board to correct the problem. The service tech performed extended self testing (est) and the ventilator passed to operating specifications.